Manufacturer narrative:
The device had unresponsive act, up and down buttons due to moisture damage keypad traces. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's case and display were worn. No further information provided.